Event description:
It was reported that the patient¿s vns system registered high impedance. The initial value was reported at slightly less than 10,000 ohms. Device diagnostics were performed with the patient¿s left hand up and her head turned, and the results were >10,000ohms. The generator was programmed off and the physician referred the patient for replacement surgery. X-ray images with ap and lateral views of the neck and chest were received for review. The generator placement appeared normal in the left axillary chest area. It could not be assessed if the lead pin was fully inserted into the pulse generator header. The pulse generator feedthru wires also could not be assessed, nor could the lead wires at the connector pin. The electrode could be visualized, but the quality of the images did not allow assessment if it was placed normally. The image quality did not permit assessment for gross lead discontinuities. The patient¿s vns system was fully replaced in surgery. The explanted devices have not been received by the manufacturer to date.

Event description:
The explanted generator and lead were received by the manufacturer for product analysis. Product analysis was completed on the returned generator. Visual examination showed observations consistent with the explant process; no surface abnormalities were noted on this device. Both interrogation and system diagnostic tests were performed. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The battery measured 3.032 volts during functional testing and showed an ifi=no condition. Review of the impedance fields in the internal device data showed evidence of abnormal impedance. On (B)(6) 2016, the impedance increased from a pre-change value of 2142 ohms to a value of 9899 ohms. There were no performance or any other type of adverse conditions found with the pulse generator. Product analysis of the returned lead is underway. No additional pertinent information has been received to date.

Event description:
Product analysis was completed on the returned lead portions. The sections returned did not comprise the complete device. Visual observation identified only conditions consistent with the explant procedure. Sets of set screw marks seen on the connector pin provide evidence that proper contact between the set screw and the connector pin existed at least on point in time. No electrical discontinuities were identified within the returned lead portions. No anomalies were identified in the returned lead portions. Note that since a portion of the lead including the electrode array was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead.